Event description:
Country of complaint: (B)(6). Thread detaches easily from needle. Sample discarded at facility.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. There are no previous complaints on this code/batch. There were (B)(4) units manufactured and distributed this code batch. No samples are available from the customer. Without any closed and/or defective sample we cannot carry out an analysis. Needle attachment results conducted on samples before releasing the product fulfilled OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion : the complaint is not corresponding (not justified). Action s on product: not applicable. Corrective/preventive actions: not applicable.